Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number, (B)(4) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of this IFU, including sections entitled ¿caring for the driveline exit site¿ and "controlling infection." Heartmate 3 lvas patient handbook, rev. D, is currently available. This handbook contains information about caring for the driveline exit site and preventing infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24aug2020. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with driveline drainage. Cultures were obtained on 19jul2022 and were positive for methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The patient was placed on 100 mg doxycycline (acticlate) twice a day for long- term suppressive therapy. On (B)(6) 2022 the patient had melena for which the patient received 2 units of blood. On (B)(6) 2022, esophagogastroduodenoscopy (egd) was negative for bleeding. The cause of the bleeding was felt to be small bowel arteriovenous malformations (avms). The patient was started on octreotide (sandostatin). International normalized ratio (inr) goal was 1.5-2.0. A repeat egd was performed on (B)(6) 2022; this was negative for bleeding as well. The patient was deemed stable enough for discharge on (B)(6) 2022.